Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing was performed and verified the no flow issue. Visual inspection was performed with a microscope and showed the blockage to be in the non-functional leg of the bifurcated y-site. The cause of the condition is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set had a no flow issue. There was no patient injury or medical intervention associated with this event. No additional information is available.